Event description:
This is a solicited case report received from a nurse in (B)(6) on 13-apr-2016 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, (B)(4). Study description: essure generic reimbursement program. On (B)(6) -2016, essure insertion (lot number d72007) failed due to technical reason: the insert "ripped" in the sheath. Bilateral placement was performed with a third insert. The surgeon was trained to essure procedure. Follow-up information received on 20-apr-2016: (B)(6) (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, the insert "ripped" in the sheath. Bilateral placement was performed with another insert. This event, regarded as device breakage, is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. However, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.

Manufacturer narrative:
Follow-up information received on 09-jun-2016: the reporter did not response to final follow-up attempt. Follow-up received on 23-jun-2016. Quality-safety evaluation of ptc: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. Visual inspection was performed and it was confirmed that all components are present, all IFU steps not were completed (initial rollback executed). Inner catheter and delivery, wire bonds were cured, the micro-insert were damaged (outer coil) (stretched, broken). As per device condition, no dimensional inspection was able to be performed. Since IFU steps were not completed, deployment of the micro-insert was not possible to be performed, consequently it is impossible a detachment of the micro-insert. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-jun-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment. This medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, the insert "ripped" in the sheath. Bilateral placement was performed with another insert. This event, regarded as device breakage, is anticipated according to the technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. However, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical investigation performed a review of the manufacturing batch record and an investigation of the complaint sample. The outcome of the investigation resulted in an unconfirmed quality defect. Despite follow-up attempts with the reporter, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs